Event description:
A physician reported that the vitrectomy probe could neither cut nor aspirate, even when the cutting speed was reduced to below 3,000 cuts per minute during vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).